Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent incisional hernia repair surgery on (B)(6) 2007 and mesh was implanted. It was reported that the patient underwent removal surgery, exploratory laparotomy, removal of seroma cavity, repair of multiple incisional hernias and small bowel resection on (B)(6) 2011 during which the surgeon noted significant separation of the fascia from the mesh, as well as a very dense attachment to multiple loops of small bowel to the mesh. It was reported that the patient experienced severe pain, bowel resection, seroma, dense adhesions, serosal tears to bowel, nausea, vomiting, chills, inflammation, scarring, disfigurement, loss of appetite, stress and anxiety. No additional information is provided.